Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Oct 9, 2017: litigation record received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity due to elevated cobalt and chromium metal ions, implant loosening, metallosis, necrosis, soft tissue damage and muscle damage. Update oct 9, 2017 records reviewed for MDR reportability. Identified that implant loosening was alleged, but no product information on complaint to address this harm. Added an unknown hip implant and reported for implant loosening at bone to implant interface.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. This report will be rejected.